Manufacturer narrative:
(B)(4). The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm how many devices presented "needle broken off from suture" during this single procedure (CABG)? Could you please confirm how many devices presented "suture fraying" during this single procedure (CABG)? Could you please confirm how many devices were involved during this single procedure (CABG)? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. It was reported that " he found several case and just told me to attended case and collected data ". Were these previously reported to ethicon? If yes, can you provide a product complaint number for each case. If not previously reported, one pc for each procedure to be opened with following specific information: event date, procedure date, procedure name, product used in procedure, quantity of each product used. Event description any adverse patient co.nsequences and how were they managed? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2021 and suture was used. During the procedure, the needle broke off from the suture after suturing in distal anastomosis. The surgeon opined that sometime the suture frayed after suturing pass through calcified vessel. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: 06/03/2021. A manufacturing record evaluation was performed for the finished device batch pbq633, ep8732h19 and no non-conformances were identified. Additional h-3 summary: visual inspection was conducted on the pictures received. Visual analysis of the two pictures received determined that one detached needle and overwrap packet of the product code ep8732 could be observed. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Manufacturer narrative:
Date sent to the FDA: 05/12/2021. A manufacturing record evaluation was performed for the finished device batch pbq633 and no non-conformances were identified. Additional information was requested, and the following was obtained: could you please confirm how many devices presented "needle broken off from suture" during this single procedure (CABG)? 1 ea during CABG at distal anastomosis. Could you please confirm how many devices presented "suture fraying" during this single procedure (CABG)? No suture fraying for this case. Could you please confirm how many devices were involved during this single procedure (CABG)? Normally they use proximal anastomosis prolene 7-0 1 ea and distal anastomosis prolene 8-0 1 ea per 1 anastomosis. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Physician was suturing to the last stitch of distal anastomosis, then trying the to knot but the needle was detached from the suture. So the physician started from beginning again. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Not available information from physician. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Lot pbq633, exp. 31.01.2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected h6. Medical device problem codes: a0413. Corrected b5 narrative: it was reported that a patient underwent a CABG procedure on (B)(6) 2021 and suture was used at distal anastomosis. During the procedure, the needle broke off from the suture after suturing in distal anastomosis. Physician was suturing to the last stitch of distal anastomosis, then trying to knot but the needle was detached from the suture. So, the physician started from beginning again. No suture was fraying for this case. There were no adverse patient consequences reported.